Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used. Please reference related manufacturer report no 2015691-2016-01873 the delivery system was returned to edwards for evaluation. Upon visual inspection it was observed the inflation balloon was partially inverted over nose tip, there was crimp balloon separation proximal to inflation balloon to crimp balloon (I/c) bond, the inflation balloon was intact with no tears or missing pieces observed, and there was slight gouging on flex tip face. No other visual abnormalities were observed. Dimensional analysis of the crimp balloon double wall thickness measurements proximal to the observed balloon separation were performed and found to meet specification. No relevant functional testing was able to be performed due to the condition of the returned device (balloon separation). Review of DHR, lot history, and complaint history did not reveal any confirmed manufacturing non-conformities/issues in the returned sample or confirmed to have resulted in the complaint event, and review of IFU/training materials did not reveal any deficiencies. It was reported that during valve deployment, the tip of the flex catheter was not retracted to the center of the triple marker and the balloon ¿ruptured¿. In the event that the flex catheter tip is not retracted prior to deployment, the inflation balloon will not be able to inflate properly during inflation as the contrast medium will be constrained to the distal portion of the inflation balloon. In this condition, the distal portion of the delivery system will undergo tensile forces as the abnormal inflation of the balloon causes the balloon to push away from the flex catheter and proximal portion of the delivery system. Visual inspection of the delivery system noted separation of the crimp balloon material, which implies that the distal portion of the delivery system underwent abnormal tensile forces during the complaint event. Available information suggests that procedural factors (not retracting the tip of the flex catheter to the center of the triple marker) was the likely root cause of the complaint of balloon torn. The complaint was confirmed, but no manufacturing nonconformities were found in the returned sample. Due to the high criticality level for this failure mode, a pra was initiated for risk assessment. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the s3i continued access program, during deployment of a 26mm sapien 3 valve, it was observed that the pusher was not retracted to the middle triple marker and the balloon ruptured. The valve was under-deployed and tee showed mild pvl. The valve was post-dilated and the pvl improved, however, angiography showed the valve was in an 80:20 aortic/ventricular position. While a second valve and delivery system were being prepared, a second angiogram showed that the valve was now completely sub-annular and lodged in the lvot. Surgical avr was performed and the sapien 3 valve was removed from the lvot. At the time of the report the patient was stable. The patient's native annulus was 452mm2 by CT, and the native annulus and native leaflets were moderately calcified.